Event description:
A report was received that the patient believes her implant is depleting quickly. A bsn representative analyzed the patient's database and it was determined that the ipg is depleting prematurely. A replacement procedure has been recommended.